Manufacturer narrative:
Upn: although the exact upn was not provided, the device was reported to be a wallflex fully covered esophageal stent system. The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The exact device implantation and explantation dates were not provided. However, the device was removed approximately six to eight weeks following the placement. The complainant indicated that the device was disposed; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was implanted "many months ago" (exact date not provided) for treatment of a stricture. According to the complainant, the patient was previously diagnosed with esophageal cancer and received radiation therapy. Following treatment, a post-radiation stricture developed. The stent was implanted to treat the stricture. There were no complications during the initial stent placement. Six to eight weeks following the placement (exact date unknown), the stent was removed during a planned removal by another physician at a different facility. Following removal of the stent, it was noticed that a te fistula was present at the former site of the stent. The physician was unable to confirm whether the stent caused or contributed to the fistula. The physician did not allege any malfunction of the device. The patient elected to not have any treatment for the fistula. The patient condition is stable.